Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3612swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 7 months after implantation. The patient has history of hypertension. The doctor noted pain during explantation. The patient has recovered without complications.